Event description:
Received a copy of the customer's medwatch report from FDA which states, "remicade infusion programmed into pump for a 2 hour rate. At 1 hour, another rn discovered the infusion was completed and the IV pump was no longer programmed at the original rate of 135/hr in 265ml. The nurse reported that the program was now 500ml at a 433 rate. This is now second event regarding same issue. First event occurred 5/2021. Pump sent to biomed for interrogation awaiting findings". There was patient involvement, but patient harm was unknown. This file is for the reported ¿first event occurred on (B)(6) 2021¿, while the ¿remicade infusion¿¿ event, medwatch report (B)(4), is captured under (B)(4).

Manufacturer narrative:
Omit date of event: (B)(6) 2021. Omit concomitant med prod/dates: (B)(6) 2021. Omit report source other: (B)(4). Omit a1402 - excess flow or over-infusion (1311). Correction: date of event, date received by manufacturer, report source, report source other. Additional information: manufacturer narrative, the actual date of event is unknown. The root cause for the reported issue of an over infusion of remicade was not determined. The reported issue that there was an over infusion of remicade could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "remicade infusion programmed into pump for a 2 hour rate. At 1 hour, another rn discovered the infusion was completed and the IV pump was no longer programmed at the original rate of 135/hr in 265ml. The nurse reported that the program was now 500ml at a 433 rate. This is now second event regarding same issue. First event occurred (B)(6) 2021. Pump sent to biomed for interrogation awaiting findings". There was patient involvement, but patient harm was unknown. This file is for the reported first event occurred on (B)(6) 2021, while the remicade infusion. Event, medwatch report (B)(4), is captured under (B)(4).